Event description:
It was reported that the patient programmed and delivered a bolus using the meter remote. The reporter stated that the bolus was not delivered according to the pump history; there was no notification that the bolus was cancelled. The reporter stated that the patient did not experience a blood glucose excursion as the result of the missed bolus. It was said that the patient might not have entered the bolus correctly. This complaint is being reported because of the uncertainty whether there was a meter remote malfunction or if the patient failed to enter the bolus correctly.

Manufacturer narrative:
(B)(4). Device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter and pump were pair successfully. A 10 unit bolus was programmed from the meter remote and delivered and recorded successfully by the pump. The pump was suspended and another 10 unit bolus was programmed from the meter remote. The bolus was appropriately cancelled and "pump is suspended" was shown on the meter and pump; the cancelled bolus recorded correctly in the pump history. There was no evidence of a cancelled bolus due to a suspended pump on the date of the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The serial number of the pump associated with this complaint is (B)(4).